Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via phone that an ar-7234 fiberloop, ar-2261 biceps button ar-2262 button inserter and ar-2263 drill were involved in a distal biceps repair, the patient suffered a continuing nerve issue after the surgery. Revision surgery (B)(6) 2022 to remove button and put in anchor.